Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Esophagogastroduodenoscopy (egd) with balloon dilation to 18 mm on (B)(6) 2016. Showing "moderately severe stenosis" at the gej (gastroesophageal junction). Egd with balloon dilation to 20 mm on (B)(6) 2016 showing the linx in good position. Egd with balloon dilation to 20 mm on (B)(6) 2016 with little resistance, showing the linx in good position. Egd with balloon dilation to 20 mm on (B)(6) 2017 showing "moderately severe stenosis" at the gej, the linx in good position, and hill grade 1. Egd and dilation with 60 fr bougie on (B)(6) 2017 showing the linx in good position at the gej, and "mild stenosis" at the gej. Device explant due to ongoing moderate dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. The patient's symptoms "have not substantially improved" as of (B)(6) 2018 and the patient is being managed by their physician.